Manufacturer narrative:
The customer's complaint history was reviewed for one year; this is the first complaint reported for this issue. There are no other complaints reported for this finished good lot. The order was built and released per specification. A review of current warehouse stock found no anomalies. There have been no changes made to the drape adhesive. A root cause could not be determined without a sample. (B)(4).

Event description:
A customer reported the adhesive of the drape caused a skin tear, on a patient when it was removed from around the eye. The theatre staff noted that the skin was "delicate". Additional information has been requested.